Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore it is reportable. Additional information: this product is not sold in the us. The 510k # provided is for a similar product that is sold in the us.

Event description:
It was reported that during insertion in the patient's room, the guide wire could not be advanced through the catheter over needle. As a result, a new kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence. The patient involved was elderly with "tortuous" vessel condition.

Manufacturer narrative:
Qn#(B)(4). Device evaluation: the report that the guide wire could not be advanced through the catheter-over-needle was confirmed. One spring wire guide / advancer assembly was returned. The catheter-over-needle was not returned. The guide wire was kinked 4, 6.5, 16 and 21 cm from the j-tip and bent 4 cm from the proximal end. A manual tug test confirmed that both welds remain intact and the wire feels typical. Microscopic examination confirmed that both welds appear full and spherical. The guide wire graphic specifies an outside diameter of .86/.90 mm and a length of 100 +1.3/-0.6 cm. The guide wire length was confirmed to be consistent with the graphic. The outside diameter measured .881 mm. Instruction booklet describes suggested techniques to minimize the likelihood of guide wire damage during use. A device history record review was performed and did not reveal any manufacturing related issues. The guide wire was verified to meet dimensional specifications and although was observed to have multiple kinks/bends. Since the guide wire did not appear to have any manufacturing defects and the catheter-over-needle involved in the incident was not returned, the probable cause of this issue could not be determined. No further action will be taken.